Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that the therapy had been working, however in the last week or so, the therapy wasn't working as well and they were having more pain again. Agent asked the patient if they had tried increasing the stimulation to see if that would help; patient said that they knew how to increase the stimulation, however they didn't know how to do anything else with the device. Agent reviewed with the pt how to make therapy adjustments. Pt only had group a available with programs 1-3. Pt said that they were not feeling the stimulation at all. Patient increased the stimulation on the call, but they were still not feeling any stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.